Manufacturer narrative:
(B)(4). The reported events occured on an unreported date in (B)(6) 2013. Upon analysis of the available information it was determined that the cause of the peritonitis was a use error reported to be a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique and acquired peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the events. The patient was treated with vancomycin (I g, ip, frequency not reported), amikacin (150 mg, ip, every day (qd)), azopen (500 mg, IV, twice a day) and forcan (400 (units not reported, by injection, qd). It was unknown if the patient recovered from the events. No additional information is available at this time.